Event description:
It was reported that two (2) incidents occurred with 2 hybridknife® flex t-type (knives) during 2 endoscopic submucosal dissections (esds). No information was provided regarding any other accessories, equipment, or settings employed during the events. Per the report, the electrode tip on the knife broke off after 2.5 hours of use in one of the esds. Then, in that same procedure, after replacing the knife and using it for three (3) hours, the electrode would no longer extend or retract. In the second procedure the only information provided is that the electrode tip on the knife broke off. There was no report of any patient injury in either procedure.

Manufacturer narrative:
The hybridknife® flex t-type (knives) with the tips breaking off were sent to erbe for examination. The inspection revealed the electrode tip was no longer attached to the electrode holder (i.e., the body) of either device. The electrode tips were not provided for examination; therefore, the opposite edge of the break location in both cases could not be assessed. Further inspection of the knifes revealed the weld seam adjoining the electrode tip to the body of each device was no longer fully intact. Based upon the provided information and the evaluation of the returned instruments, there were most likely many factors involved with the reported events (i.e., equipment settings, activation times, endoscopic technique, characteristics of the lesions, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the incidents. Erbe is now closing the file on the events.